Manufacturer narrative:
(B)(4). The rd900aeu neopuff infant resuscitator will not be returned for investigation. To further assist in the analysis of the root cause of the reported fault, we have made a request for additional information and are currently awaiting a response. We will submit our findings in a follow-up report upon receipt of additional information and completion of our analysis.

Event description:
A hospital in (B)(6) reported that the rd900aeu neopuff infant resuscitator did not pass the manometer check. The highest pressure reading was about 36.5 cm h2o. This was noticed during preventive maintenance check. No pt consequence was reported.